Manufacturer narrative:
The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that the atrial lead exhibited noise. Numerous episodes of auto mode switch and noise reversion were observed. Programming changes were made. Patient was stable.

Event description:
New information received stated that the patient received multiple inappropriate mode switches due to atrial lead noise. It was noted that the noise was large and that programming would not resolve the issue. The patient was symptomatic and responding well to biventricular pacing. Lead revision was discussed. No intervention was reported.